Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unresponsive touch screen was verified; however, the insulin gauge/fill estimate allegation could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, the issue was confirmed, and the pump was replaced. The customer will continue to use current pump for insulin therapy until replacement is received. The customer also reported that the insulin gauge was inaccurate but declined troubleshooting from tandem technical support due to pump already being replaced.